Event description:
The ventilator's power supply had been replaced during service because the ventilator would not pass pre-operation extended self testing. There was no patient involvement as the ventilator was not in use. Factory failure analysis of the power supply revealed an open fuse, which may result in a loss of ac power if it occurred during use. If a loss of ac occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and start alarming and continue ventilation until the battery depletes.